Manufacturer narrative:
On 3/11/19, it was reported to mentor that the date of the event is (B)(6) 2009. The initial reporter¿s email address is (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/17/2019, it was reported to mentor via FDA medwatch form mw5090043 that the patient experienced emotional issues, pain in nipple, lesions on skin, hair is falling out, auto-immune disease, lupus. Code generalized illness was removed. Patient¿s initials are (B)(6). The date of the problem observed was (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced seroma on the left breast implant. Anisomastia code was added to both breast implants. The patient participated in a clinical trial (adjunct study). The procedure was a breast augmentation revision. Since the patient¿s date of birth is (B)(6) 1976 and the date problem observed is (B)(6) 2005, then the patient was 28 years old at the time of the event. The patient¿s race was caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/6/2020, it was reported to mentor that the implants caused ¿widespread problems throughout my body¿. The patient reported a rupture on the breast implants. The devices were removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2019, a manufacturing record evaluation (mre) was performed for the finished device number 267495 and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2020, upon visual evaluation of the image provided on 3/6/2020 in the complaint, no apparent damage or visual anomalies were observed on the image. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Autoimmune disorder and a rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, it was discovered that the product was never received. It was reported incorrectly that the product was received for analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 450cc, catalog number 3507450bc, serial number (B)(4), lot number 267495. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery procedure with mentor memorygel breast implants 450cc has experienced unexplained systemic symptoms, which included fatigue, anxiety depression, stress, muscular and joint pain. The patient also reported an autoimmune disorder. No medical data were provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.